Event description:
Pt had lasik surgery scheduled with dr. He indicated that he used the bausch & lomb hansatome and technolas 217 laser. He completed the surgery on the right eye, no issues. When he placed the microkeratome on the left eye. Pt informed him that it was not properly seated and was causing pain. He dismissed concerns. He attempted the "slice", but then indicated that he was abandoning the surgery. He gave no indication of why he was stopping, except that there was a scratch on the cornea. Pt had no prior eye irritation or pain. He installed a contact bandage. The next day, pt had a follow up appointment with another dr. (Operating dr was unavailable). Pt was in extreme pain after the surgery, including extreme light sensitivity and no vision in the left eye. Pt was given drops for the contact bandage. Pt expressed the pain they were in. The following day pt called the emergency number due to the pain they were in. The dr. On call, indicated that pt had to "bear through it". Extreme light sensitivity continued. Two days later pt followed-up with operating dr., who immediately referred pt to two other drs. Pt was then diagnosed with an infection of unk origin. It is now over a month later and pt still does not have full vision in the left eye. The drs have indicated that it is likely permanent. Pt has checked, and there have been no reported issues with the equipment, so it must have been an error on the dr's part. Either the microkeratome was not properly decontaminated, or the blade was not changed and he re-used it for the second surgery.